Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported ¿whitish deposit in the tube, about 3 cm long. Glucosaline 1:1 passed through this port for three days, daunorubicin and vincristine three days ago. The risk of infection is potentially high for immunocompromised patients and because germs can accumulate on the lining. What's more, we don't know exactly what it is.¿ no impact to the patient reported. Immediate action taken by the hospital / care taker relevant to the care of the patient: needle removed.

Event description:
It was reported ¿whitish deposit in the tube, about 3 cm long. Glucosaline 1:1 passed through this port for three days, daunorubicin and vincristine three days ago. The risk of infection is potentially high for immunocompromised patients and because germs can accumulate on the lining. What's more, we don't know exactly what it is.¿ no impact to the patient reported. Immediate action taken by the hospital / care taker relevant to the care of the patient: needle removed 4/8/2024 - two devices were returned for evaluation. Both devices exhibited foreign matter on the tube. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of material/residue within the device is confirmed and was determined to be use related. The products returned for evaluation were two ez huber infusion sets without a y-site. Biological use residue was observed on both devices. Both devices exhibited a white, cloudy material in the extension tubes. Microscopic inspection of the infusion sets confirmed the presence of a white, cloudy material/residue within the extension tubes. The extension tube was dissected to inspect the residue which was thin and coated the wall of the extension tube. The consistency of the material/residue and the evidence of biological residue on the devices suggests the material/residue adhered to the wall of the extension tube during use. This complaint will be recorded for future trending and monitoring purposes.